Event description:
(B)(4). Since having the essure used I have had chronic uti and strep b infections with constant kidney pains. Never had issues like this before. I find the pain to be constant. I just had a ultrasound on kidneys and bladder and there was no findings. Scheduled for another test in (B)(6) praying for answers.